Event description:
Fidelis 6949-58 rv lead fracture. Alarm triggered for rv lead impedance >1000 ohms. The patient did not receive inappropriate shocks from lead fracture. The patient came into the office due to alarms.device #1:is this a laboratory device or laboratory test?no.